Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, nabothian cyst and leiomyoma nos. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ibuprofen and naproxen sodium. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding :menorrhagia"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, female sexual dysfunction, depression, anxiety, migraine, nausea, mood swings, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. A coiled metallic wire is identified towards the cornu. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion impression: occlusion of the right and left tubes noted with bilateral essure wires in place. A preliminary film shows bony pelvis to be unremarkable. Bilateral essure wires were seen in the right and left upper pelvis. The uterus is deviated to the left. There is good filling of the uterine fossa without any filling defects seen. Occlusion of the right and left tubes was noted. Pathology test - on (B)(6) 2019: -bilateral benign fallopian tubes and paratubal cyst. Benign cervix with nabothian cyst and tunnel cluster. Multiple leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs and mr received: event "medical device removal" was updated by "pelvic pain". Events: mood swings, abnormal vaginal bleeding, menorrhagia, apareunia, depression, anxiety, migraines, headache, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain, hair loss were added. Medical history, lab data, concomitant drugs, patient aka name, reporter information, patient demographic, rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: previously reported event "injury nos" updated to "medical device removal", removal date added, patient's demographics updated and patient dob added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.